Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement presented. The dislodgment was confirm via x-rays. The lead was successfully replaced. No additional adverse patient effects were reported.